Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the application crashed after the surgeon moved the track sharp awl out of the camera volume. There was an error message on the monitor stating, "an internal error has occurred and the application much restart." (Code #64). Additional information was received. It was reported that the issue occurred intraoperative. Additionally, it was reported that the surgeon rebooted the navigation system and re-transferred the medtronic imaging system digital intercommunication of medicine (dicom) images to continue with the procedure. The surgeon completed the procedure with the use of the navigation system. There was a reported minimal delay to the procedure due to this issue. It was noted that the issue has not since recurred. It was suspected that the issue was caused by a corrupted registration model that resending the image acquisition resolved.